Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries in (B)(6) 2010 and 2011, for over a year, she has been experiencing glare and cannot drive at night or in sunshine. She reported that the silver rings around the implant have limited her sight. She had been seen by two other surgeons and has had prescriptions for glasses changed three times. She also reported having had a surgery done to remove the "film between where the cataract was and the lens was installed." Additional information has been requested. There are two medical device reports associate with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).